Event description:
It was reported that the patient was in the hospital having a suprapubic foley placed. They were told it was possible they continued to have intermittent leakage from the penis. They asked if there was a tubing that would connect an male external catheter and a suprapubic catheter to the same drain bag. Representative stated that they were not aware of any y-type drainage tubing. Further, it was possible they would place a foley catheter, also possible to use a pigtail style catheter with a luer connection. Patient also stated that they were hospitalized about three weeks ago due to skin breakdown with use of a wideband male external catheter, discussed their issue with sizing and retraction. Representative described the popon male external catheter as a possible substitute and discussed about ensuring clean and dry skin prior to application.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in the hospital having a suprapubic foley placed. They were told it was possible they continued to have intermittent leakage from the penis. They asked if there was a tubing that would connect an male external catheter and a suprapubic catheter to the same drain bag. Representative stated that they were not aware of any y-type drainage tubing. Further, it was possible they would place a foley catheter, also possible to use a pigtail style catheter with a luer connection. Patient also stated that they were hospitalized about three weeks ago due to skin breakdown with use of a wideband male external catheter, discussed their issue with sizing and retraction. Representative described the popon male external catheter as a possible substitute and discussed about ensuring clean and dry skin prior to application.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.